Manufacturer narrative:
The device was not returned for evaluation. It should be noted the perclose proglide electronic instructions for use, states: verify marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral arteryl was attempted using a proglide device with an 8f sheath after a percutaneous coronary intervention procedure. Reportedly, femoral angiogram was not performed and the marker lumen of the proglide was not flushed prior to use. Reportedly, there was no blood flow coming from the marker lumen when inserted in the vessel. The proglide was pushed and pulled (repositioned); however, there was still no blood flow from the marker lumen. Another proglide device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.